Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. Additional event or patient information is not available. The receiver was returned for investigation and was determined to be in good condition based on external visual inspection. The receiver data log was reviewed and it was found that the receiver shutdown. Additionally, the receiver failed global receiver functional testing as well as the battery discharge test. Testing found that the battery was defective, as there was a damaged battery control chip. The reported problem of receiver ceased to function was confirmed. The root cause was determined to be a defective lithium ion battery.